Event description:
It was reported that the patient underwent a sling procedure and posterior repair in 2005. Post operatively, the patinet was unwell and her hb was 8.4. An ultrasound was performed and a retrepubic haematoma was seen. The patient was taken back to the operating theatre for drainage of the hematoma and the sling was left in situ. The patient was transfused and nursed in the high dependency unit overnight. The patient has since much improved and was expected to be discharged seven days later.